Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: the reload was fired while forming the gastric pouch on the second to last firing. The staples malformed across the entire staple line. The surgeon spent over an hour fixing the gastric pouch. More tissue had to be resected to fix the malformed stapled area.

Manufacturer narrative:
(B)(4).